Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headache"), adenomyosis ("adenomyosis"), polycystic ovaries ("polycystic ovarian syndrome") and flatulence ("lots of gas still"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the migraine, headache, adenomyosis, polycystic ovaries and flatulence outcome was unknown. The reporter considered abdominal pain, adenomyosis, flatulence, headache, menorrhagia, migraine, pelvic pain and polycystic ovaries to be related to essure. The reporter commented: received treatment for pelvic pain , abdominal pain, menorrhagia, migraine, headaches, adenomyosis, polycystic ovary syndrome, concerning the injuries reported in this case, the following ones were reported via social media- flatulence. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2019: social media- new event lots of gas still were added. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headache"), adenomyosis ("adenomyosis") and polycystic ovaries ("polycystic ovarian syndrome"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the migraine, headache, adenomyosis and polycystic ovaries outcome was unknown. The reporter considered abdominal pain, adenomyosis, headache, menorrhagia, migraine, pelvic pain and polycystic ovaries to be related to essure. The reporter commented: received treatment for pelvic pain , abdominal pain, menorrhagia, migraine, headaches, adenomyosis, polycystic ovary syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case became incident. Event injury was replaced with events from pfs: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migraine, headaches, adenomyosis, polycystic ovary syndrome. Outcome of pain, abdominal pain, menorrhagia were updated. Essure removal date and procedure was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.